Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with blank display. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display with constant beeping audio alarm anomaly due to cracked on lcd controller connector. We were unable to performed displacement, rewind, seating and basic occlusion due to blank flashing white lcd display. The insulin pump was received with scratched case.